Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician decided to remove and replace it with a smaller sized cuff and a higher pressure. No information was provided about the patient's outcome. It was further reported that there were no device malfunctions associated with the device. The patient did not experience any known adverse events. No more information available at the moment. Should additional information become available, it will be provided.